Event description:
It was reported that the pt had an unspecified surgery yesterday and turned off the neurostimulator. The pt was subsequently not able to adjust the stimulation with the programmer. The "call your dr" icon was displayed. A power on reset (por) condition was encountered. Today, the pt attempted to turn on the device and the por screen was, again, displayed. The pt had ablation and a pacemaker implanted in (B)(6) 2011. The neurostimulator had been working fine prior to this issue. No info was provided related to the pt's outcome. Add'l info was requested but not available as of the date of this report. A f/u report will be filed if add'l info becomes available.

Event description:
Additional information received reported that the patient had a return of all previously well controlled urinary symptoms. Reprogramming was performed on (B)(6) 2011 and device was successfully reset with control of the patient's symptoms. The patient no longer had concerns.

Manufacturer narrative:
(B)(4).